Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: outside uterus"), endometritis ("endometritis") and pelvic pain ("pelvic pains/ pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea. Concurrent conditions included muscle pain, headache, ache, fever, allergic rhinitis, polycystic ovary, brace user, upper respiratory tract infection, dysfunctional uterine bleeding, polycystic ovaries, vaginal discharge abnormality, amenorrhea and herpes nos. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6) 2005, the patient had essure (ess205) inserted. In april 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and salpingectomy (bilateral removal of fallopian tubes), hysterectomy(partial) on -02-2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, endometritis, vaginal haemorrhage, dyspareunia and abdominal pain lower outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, device expulsion, dyspareunia, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per previous follow up: insertion date-??-may-2006 & (B)(6) 2005. Removal date:2015 & (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. Tubes were blocked.; on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2019: pfs received: reported event device dislocation was updated to device expulsion. Lab data updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: outside uterus'), endometritis ('endometritis') and pelvic pain ('pelvic pains/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea. Concurrent conditions included muscle pain, headache, ache, fever, allergic rhinitis, polycystic ovary, brace user, upper respiratory tract infection, dysfunctional uterine bleeding, polycystic ovaries, vaginal discharge abnormality, amenorrhea and herpes nos. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6) 2005, the patient had essure (ess205) inserted. In april 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and salpingectomy (bilateral removal of fallopian tubes), hysterectomy(partial) on -02-2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, endometritis, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device expulsion, dyspareunia, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per previous follow up: insertion date-??-may-2006 and (B)(6) 2005. Removal date:2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2005: total bilateral occlusion; in 2006: total bilateral occlusion. Tubes were blocked.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs received : outcome of the events "device expulsion, endometritis, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and abdominal pain lower" were updated as resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), endometritis ("endometritis") and pelvic pain ("pelvic pains/ pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea. Concurrent conditions included muscle pain, headache, ache, fever, allergic rhinitis, polycystic ovary, brace user, upper respiratory tract infection, dysfunctional uterine bleeding, polycystic ovaries, vaginal discharge abnormality and amenorrhea. Concomitant products included valaciclovir hydrochloride (valtrex). In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial) on (B)(6) 2016). Essure (ess205) was removed in 2015. At the time of the report, the device dislocation, endometritis, vaginal haemorrhage, dyspareunia and abdominal pain lower outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, device dislocation, dyspareunia, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per previous follow up: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jan-2019: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal), malposition of essure device, dyspareunia (painful sexual intercourse), lower abdominal pain. Event added from mr: endometritis. Concomitant drug and conditions were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.